Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead is part of the advisory for this model. Evaluation summary for (B)(4): helix disengaged from helical channel. Full lead returned and analyzed.

Event description:
It was reported that prior to implant the helix system was checked on the table. The helix would not retract after twenty turns. The lead was not used. There were no patient complications reported as a result of this event.

Event description:
It was reported that prior to implant the helix system was checked on the table. The helix would not retract after twenty turns. The lead was not used. There were no patient complications reported as a result of this event.